Event description:
It was reported that during an unk procedure, the staples were malformed. The surgery was completed by a new device. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.